Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was in the left anterior descending artery (lad). The physician attempted to reach the lesion with a taxus express2 2.5x16mm drug eluting stent. However, the taxus stent was unable to cross the lesion and the stent delivery system (sds) shaft fractured into two pieces. The fractured catheter was removed from the patient's body without any complications. The procedure was successfully completed with another taxus express2 2.5x16mm drug eluting stent. No patient complications or injuries were reported. Patient statues is reported as "satisfactory/good".